Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1908981: 300 items manufactured and released on 10-feb-2020. Expiration date: 2025-01-22. No anomalies found related to the problem. To date, 205items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: early infection in cementless tha, few days after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed 11 days after the primary surgery due to a visible red rash around the groin area and extending down the affected side leg. The surgeon revised the head, performed washout and two drains were left in wound and antibiotics administered. The pathogen is: (B)(6)- superficial, pseudomonas- deep tissue and fluid.